Event description:
It was reported that the patient experienced hyperglycemia with glucose trending high overnight and reaching 375 mg/dl in the morning while using the ilet with a dexcom g7 sensor and a contact detach steel infusion set, after which the patient disconnected from the system and administered a manual insulin injection, waited two hours, then reconnected; the agent recommended and guided a full supply change, after which insulin delivery was resumed and a fingerstick measured 257 mg/dl. Symptoms included high blood glucose. Outcomes included continuation of therapy with troubleshooting and education, and no hospitalization. Investigation included case assessment and guided troubleshooting focused on infusion set and supply replacement. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, and no device malfunction was identified during the call. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.